Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle precision neo meter were reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. Dhrs for the precision test strips were reviewed and the dhrs showed the precision test strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose issue was reported with the use of the adc glucose meter. A customer reported an ¿approximately 150 mg/dl higher¿ scan was obtained on the meter when compared to a reading of 300 mg/dl received on an unspecified meter. The customer was administered 30 units of "actrapid" short-acting insulin and other unknown medications by the nursing home staff. Consequently, the customer experienced symptoms of seizure and a loss of consciousness and was provided a corrective treatment of glucagon as treatment. The ambulance was called however, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated. Meter powered on with button depression and test strip insertion. Control solution testing was performed. No new issues were observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose issue was reported with the use of the adc glucose meter. A customer reported an ¿approximately 150 mg/dl higher¿ scan was obtained on the meter when compared to a reading of 300 mg/dl received on an unspecified meter. The customer was administered 30 units of "actrapid" short-acting insulin and other unknown medications by the nursing home staff. Consequently, the customer experienced symptoms of seizure and a loss of consciousness and was provided a corrective treatment of glucagon as treatment. The ambulance was called however, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose issue was reported with the use of the adc glucose meter. A customer reported an ¿approximately 150 mg/dl higher¿ scan was obtained on the meter when compared to a reading of 300 mg/dl received on an unspecified meter. The customer was administered 30 units of "actrapid" short-acting insulin and other unknown medications by the nursing home staff. Consequently, the customer experienced symptoms of seizure and a loss of consciousness and was provided a corrective treatment of glucagon as treatment. The ambulance was called however, no further information was provided. There was no report of death or permanent injury associated with this event.